Manufacturer narrative:
One pneupac ventilator was returned for analysis in damaged condition. Upon visual inspection the faceplate was observed to be bowed out to the left side of the manometer. The relief alarm and the on/off knobs were found to be missing. Based on the evidence, the complaint was confirmed as the damage to the unit is indicative of being dropped.

Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator was dropped. There were no reported adverse effects.